Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 mr. Two mitraclips were implanted reducing mr to grade 1-2. The next day, (B)(6) 2018, the patient had a single leaflet device attachment with one of the mitraclips and an increase in mr. One clip was still attached to both leaflets. The plan was to perform a re-intervention, but the patient was very sick with multiple comorbidities, which prevented a second procedure. In (B)(6) 2018, the patient expired from an abdominal, gastric condition. The death was not related to the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). Since it could not be confirmed which of the two clips experienced the single leaflet device attachment (slda); the lot history record review is provided for both clips. The results are as follows: part / lot: cds0501/70925u174, date of manufacture: 25-sep-2017, expiration date: 25-sep-2018; part / lot: cds0501/70816u216, date of manufacture: 17-aug-2017, expiration date: 16-aug-2018. The device was not returned for analysis. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported patient effect of mr is due to slda. Although a definitive cause for the slda could not be determined, there is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had degenerative mitral regurgitation with anterior leaflet prolapse. No additional information was provided.